Event description:
A company representative reported that the tips of two cascadia an lordotic-oblique inserters deformed and that the threaded tip of an aleutian an inserter inner shaft deformed and its proximal knob fractured intra-operatively. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.this report captures the second of two inserters.